Event description:
It was reported that a bd cathena¿ safety IV catheter had leakage. The following was reported, "health care professional inserted an 18g in patient's hand, elderly lady who was cooperative, got instaflash, then removed tourniquet, heard the click of the "safety mechanism" with click, blood then splattered up the arm.

Manufacturer narrative:
Investigation summary: 1 representative samples was returned for evaluation. The sample was subjected to visual inspection and blood escape test (bet). The sample passed both visual inspection and blood escape test. No abnormality was observed. The complaint is unconfirmed as no defect was observed on the sample. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. The investigation was not able to confirm the what customer had experienced as the sample pass visual inspection and blood escape test. Hence, root cause is unable to be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd cathena¿ safety IV catheter had leakage. The following was reported, "health care professional inserted an 18g in patient's hand, elderly lady who was cooperative, got instaflash, then removed tourniquet, heard the click of the "safety mechanism" with click, blood then splattered up the arm.